Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Patient demographics not provided- rn who had the issue is unknown and no other information provided.

Event description:
It was reported that there was a ¿faulty¿ nitroglycerin set that was thrown away by the user as a possible leak at the silicone segment. The event occurred in the intermediate care unit. Although requested, no further details were provided by the customer for this event.